Event description:
Clear care 3% hydrogen peroxide contact lens solution by alcon. Have used for many years without an issue, but they have changed the vial and the new vial is allowing the product to bubble over as pure peroxide which is then sticking to the outside of the vial. When you open the vial after disinfecting, the peroxide is getting onto fingers, transferring to the contact lens, then getting in the eye causing massive burning. The only way around this is to rinse the unopened vial under water prior to opening. This is not in their instructions. Dose or amount: 12 ounce(s), frequency: once a day, route: placed in vial. Diagnosis or reason for use: contact lens disinfecting. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduced: yes.